Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Half-dose of heparin was administered. Trans-septal (tsp) crossing was performed with radiofrequency versacross connect. The remaining dose of heparin was administered. Activated clotting time (act) after tsp was 296 seconds. A watchman trusteer access system was advanced to the laa with no issues or complications. A non-boston scientific (bsc) pigtail catheter was then advanced to the ostium of the laa. It was observed via transesophageal echocardiogram (tee) the presence of a suspected clot on the non-bsc pigtail catheter. The physician aspirated through the pigtail catheter and removed the thrombus from the body. It was confirmed via tee that the thrombus was removed. The procedure continued with no complications and successful implant of a 24mm watchman flx pro closure device.